Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A healthcare provider called adc and reported the customer¿s sensor was receiving low readings. On (B)(6) 2020, the customer experienced symptoms described as ¿respiratory difficulty and abdominal pain¿ and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin and fluid (dose unknown) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.